Manufacturer narrative:
H4: the lot was manufactured between may 3, 2023 and may 5, 2023. H11: the device was received for evaluation containing 97ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor under infused. The expected therapy time was 46 hours; however, at the end of therapy an unspecified volume of solution remained in the device. The device was filled with 1000mg of fluorouracil diluted in 20ml of saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.